Event description:
Smiths medical intl ltd, has been notified of an event of the tracheostomy tube had leakage through the cuff after four days insertion. No adverse outcome to pt. The prod was tested before use. Event occurred at medical center in other country.